Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a highly calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, since the device ruptured at 6 atmospheres upon second inflation it was replaced with a new device. No patient complications reported.

Manufacturer narrative:
Initial reporter city-(B)(6).

Manufacturer narrative:
E1. Initial reporter city- (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a highly calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, since the device ruptured at 6 atmospheres upon second inflation it was replaced with a new device. No patient complications reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Also, the balloon was inflated first for 10 seconds and ruptured on the second inflation. The device was simply removed.

Manufacturer narrative:
E1. Initial reporter city-(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were in a deflated state and had been subjected to positive pressure. A microscope examination of the balloon found no tears or holes in the balloon material. The device was soaked in a water bath at 37 degrees celsius in order to facilitate balloon inflation. The device was attached to a boston scientific encore inflation unit and during an attempt to inflate the balloon a pinhole leak confirmed. The pinhole leak was confirmed at 5mm proximal to the proximal edge of the distal marker band. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks along the length of the hypotube. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a highly calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, since the device ruptured at 6 atmospheres upon second inflation it was replaced with a new device. No patient complications reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Also, the balloon was inflated first for 10 seconds and ruptured on the second inflation. The device was simply removed.